Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from consumer via a company representative regarding a patient receiving morphine 5mg/ml at 2.5535mg/day via an implantable pump. The indications for use were non-malignant pain and post spinal cord injury. It was reported the patient's pump was empty. The pump was alarming. The patient missed their refill. The patient went to the hospital because their pain came back and the patient was hearing the alarm. The patient was in the hospital last friday (B)(6) 2015 and was given IV meds to control their return of pain. The patient was also nauseated. The logs showed empty reservoir alarm on (B)(6) 2015. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received from a company representative. It was reported that physician refilled the pump with the appropriate drug to resolve the pump alarm. Both the pump alarm and patient symptoms had been resolved. The patient was seen for another refill on (B)(6) 2015 and was going great.